Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that while trial implant was being extracted, the femoral implant /extractor came apart by the jaw mechanism. All the pieces that broke were retrieved.